Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer (fse) performed instrument decontamination, and the issue was resolved. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for urea/bun on a cobas 8000 c702 module. Patient 1 initial result was 3.6 mg/dl. On (B)(6) 2025, the repeat result was 13.2 mg/dl. Patient 2 initial result was 1.4 mg/dl. On (B)(6) 2025, the repeat result was 34.7 mg/dl.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.